Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation was unable to reproduce nor confirm the reported event. The visual inspection was unable to find any abnormality with the device. The device history record for the subject device was reviewed and it was verified that the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation was unable to find any defect with the device nor reproduce the reported event.

Event description:
A user facility reported to olympus that, the high flow insufflation unit pneumoperitoneum pressure does not rise. There was no harm or user injury reported due to the event.